Event description:
A cystoscopy, right retrograde pyelogram right ureteroscopy, right laser lithotripsy, ureteral stent removal and replacement was performed. During the procedure the laser fiber broke and was retained in a mid-pole calix and the fiber was unable to be retrieved. The laser fiber was inspected and cleared. No defect in the product was noted. Cystoscope bends more than laser fiber.